Event description:
It was reported that the pump's alarm volume and vibration were too low. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support was able to adjust the speaker/vibrate function of pump.